Event description:
The customer reported that there was no initial audio or red visual alarm on the m2360a component central monitor for an asystole event, but there was a small green asystole visual on the bedside display.